Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath. Serial# unknown: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal morphine via an implantable pump for non-malignant pain. It was reported that the reason for the call was the patient reported the catheter came out and the pump quit working just about the time their pain management doctor went out of business, and they had to find a new doctor. The patient stated when they went in to reconnect the catheter, they asked the patient if they had a bolus or if they 'lost it' and the patient said no. The patient was in a lot of pain and hurt their arm so bad they were 'nearly even trying it'. When asked for event date, the patient said 2 years ago and didn't get it repaired until march last year when their new doctor fixed the catheter and gave them their 'bolus machine'.